Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal generator change. During procedure, insulation issue was noted on the right atrial lead. The right atrial lead was capped and replaced. The next day, (B)(6) 2018, upon interrogation, the right ventricular lead exhibited high capture threshold. It was suspected that the lead dislodged during the generator change procedure. The lead was explanted and replaced. The patient was checked the following day and the system was found to be functioning normally. The patient was discharged without further complications.

Manufacturer narrative:
Analysis was normal. No anomalies were found.